Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported having surgery to remove adhesions from her catheter on (B)(6) 2016. She stated was able to urinate however she is experiencing swelling. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient has a past medical history of several abdominal surgeries. She further stated this patient is a complex medical patient and is currently "fine" and has completed all treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.